Manufacturer narrative:
Investigation: one sample was returned to our quality engineer for investigation. Upon visual inspection, a plastic piece was observed inside the syringe. The piece was removed from the syringe and determined to be a broken piece from a thumb press of another product. No damage or broken components were noted on the sample that was returned. A device history record review did not reveal any quality issues during the production of lot number 1812235 that may have contributed to the reported incident. Although we could not identify a direct cause, it was determined this incident occurred a result of a different plunger rod breaking during the assembly process and the broken particle failing into the syringe.

Event description:
It was reported that plastic-like foreign matter was noticed floating in the bd plastipak¿ concentric luer lock syringe while preparing it with morphine. The following information was provided by the initial reporter: "on making up a morphine syringe with 50ml luer lock syringe a large piece of plastic was floating inside the syringe. There is no damage to the syringe externally- all flanges and plunger are intact. This was observed by two members of staff."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plastic-like foreign matter was noticed floating in the bd plastipak concentric luer lock syringe while preparing it with morphine. The following information was provided by the initial reporter: "on making up a morphine syringe with 50ml luer lock syringe a large piece of plastic was floating inside the syringe. There is no damage to the syringe externally all flanges and plunger are intact. This was observed by two members of staff."